Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarms no delivery when changing the reservoirs. The customer stated that the plunger sticks and will not allow insulin in and the piston does not work properly. Customer was at the doctor's office and the territory manager advised to call in to get the device replaced. The customer had been off insulin pump therapy and on back up plan for 3 weeks. Blood glucose value is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.